Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected the part, found no anomalies. Installed returned part on to a known good vela unit and applied 50psi of oxygen. Powered the unit into user mode, there was no oxygen leaking from the oxygen blender. The reported problem was not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leaking from the blender on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.